Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16425051.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned.